Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.2, h.3, h.6. Device evaluation: analysis of the returned device identified the weight to the specification, white particles in the shell, deformation of the device and flat creases. Cloudiness and bubbles in the gel were observed after the autoclave cycle. The unit was not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.